Manufacturer narrative:
Investigation summary two photos were received and evaluated. One photo displayed a label and one photo displayed an opened bag with an unknown amount of 3ml barrels inside. It was observed at least five of the barrels had dark green foreign matter attached in various locations, including under the flange, near the tip, and the middle of the barrel. One barrel was completely covered. The foreign matter appeared to be grease with each of the five barrels containing at least one particle larger than level 3 in size, which were rejectable per product specification. Potential root cause for the foreign matter defect is likely due to improper containment after maintenance. Preventative maintenance was performed during the manufacturing of this batch in which necessary machine components are greased to ensure proper function. Afterwards, the machine is cleaned out using wipes and an air hose for loose parts. It is likely a barrel was caught in a greased area and blown out of the machine onto the conveyor then production was resumed, and the part was loaded into the box. The other four barrels appeared to have grease due to contacting the original barrel. . No corrective actions are necessary based on either defective rate identified. Batch 9249599 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that barrel 3ml s/t wwd with sil no logo bns had foreign matter on the syringe. This was discovered before use. The following information was provided by the initial reporter: material no.: 300816 batch no.: 9249599 (not registering in product grid) it was reported one syringe was found covered in grease during production. Per email: our production team has found 1 unit with grease.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that barrel 3ml s/t wwd with sil no logo bns had foreign matter on the syringe. This was discovered before use. The following information was provided by the initial reporter: material no.: 300816 batch no.: 9249599 (not registering in product grid). It was reported one syringe was found covered in grease during production. Per email: our production team has found 1 unit with grease.